Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the forceps elevator wire broke at the distal end and there was no missing part of the wire. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The instruction of the subject warns; ¿ refer to the ¿system chart¿ in the appendix to confirm that this instrument is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient or operator injury and/or equipment damage.¿ ¿do not insert or withdraw an endo-therapy accessory by force when the forceps elevator is raised to its maximum height. The instrument channel, the elevator wire, and/or the endo-therapy accessory may be damaged and patient injury.¿ the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire of the subject device broke at the distal end during percutaneous electronic hydraulic lithotripsy (ehl) procedure in combination with non-olympus cholangioscope model spyglass. The facility reported that the elevator wire broke when the facility was operating the elevator wire lever and the angulation knob to crush a stone at right side. The user facility replaced the subject device with similar but other device and completed the intended procedure. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".